Event description:
The customer reported being treated by paramedics for hypoglycemia, with blood glucose of 70 mg/dl. Prior to the event, the customer stated that her blood sugar had dropped to 54 mg/dl, which she treated by drinking 6.75 ounces of juice. The customer then stated that eleven days before the event, her doctor had changed some of the settings on her insulin pump. The customer also stated that she had been having low blood glucose levels randomly and last changed her infusion set the day before the event. The customer treated herself with teaspoons of sugar because her blood glucose had consistently been dropping from her initial blood glucose reading. The customer stated that the paramedics had treated her and that her blood glucose was 119 mg/dl. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.